Manufacturer narrative:
An event regarding revision due to corrosion involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: material analysis has been performed and indicated "debris was observed on the taper of the head. Eds showed in the head was consistent with the drawing callout, and the debris was consistent with a corrosion product. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: the medical records were reviewed by the consulting clinician and indicated "there are no MRI images or reports, no serum ion levels or reports of such, and no surgical histopathology report confirming the description of ¿necrosis and pseudotumor¿ in the operative report available for review. The stem trunnion after cleaning was apparently intact and was reused with the ceramic head. There is no convincing evidence available for review that the symptoms described were the result of altr due to trunnionosis. " device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the root cause of the reported event could not be confirmed as MRI images or reports, serum ion levels or reports of such, and surgical histopathology reports are needed to confirm the description of "necrosis and pseudotumor" stated in the operative report. A review of the medical records by the clinician indicated "...the stem trunnion after cleaning was apparently intact and was reused with the ceramic head. There is no convincing evidence available for review that the symptoms described were the result of altr due to trunnionosis. " a review of the material analysis also stated "...debris was consistent with a corrosion product. No material or manufacturing defects were observed on the surfaces examined." No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
Surgeon exchanged existing metal femoral head for ceramic femoral head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon exchanged existing metal femoral head for ceramic femoral head.